Event description:
A knee arthroplasty was revised due to thigh pain.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Surgeon did not consider the event to be device related.